Manufacturer narrative:
Ocd customer technical services (cts) discussed the differences in specific gravity between recently transfused red cells and autologous cells; the transfused cells tending to migrate to the bottom of the tube (heavier) and the patient's or autologous red cells tending to stay on top. Since the probe of the provue aspirates red cells 1 mm from the bottom of the tube, it is feasible that the probe went to the bottom of the sample tube and without disturbing the sample, aspirated the o neg cells (transfused cells). This may have resulted in the negative results in the anti-d microtube of the gel card. The sample was removed from the instrument prior to the additional testing in tube and manual gel. The sample tube may have been disturbed and when the customer inserted the wider pipette/pipette tip into the sample for tube/manual testing, it is possible that both populations of cells were aspirated; thereby, producing a mixed field reaction. Incident is isolated and most likely sample related. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4)

Event description:
The customer reported that a false negative result was obtained in the anti-d microtube using mts a/b/d monoclonal and reverse grouping card lot# 021009037-21 on the ortho provue analyzer. Provue resulted the blood type as group o negative. Visual inspection of the cards showed the anti -a, anti b and anti d microtubes were clearly negative. It is the hospital's policy to perform repeat test in tube if the patient does not have a previous blood type history. The sample reacted as mixed field in tube method using competitor's (immucor) anti-d reagent. The sample also reacted mixed field in the anti-d microtube in manual gel method using the same lot of gel cards. Customer contacted another hospital to get transfusion history on the patient. The other hospital stated that the patient was typed 2 weeks ago as group o pos and received 1 unit of o neg red cells. (B) (6). No erroneous results reported. False negative test results can lead to transfusion of incompatible blood.